Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. (B)(4).

Manufacturer narrative:
(Should have been included in follow-up #1) visual inspection found lens torn and clear residue on lens. Torn piece was stuck to lens. (B)(4).

Manufacturer narrative:
Additonal data: this product is manufactured in the u.s, but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11/2/090 diopter, into the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and was exchanged for a shorter lens. The exchange resolved the problem. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20.